Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low flow alarm and was tired. CT of the chest was performed and showed an obstacle in outflow cannula. The patient underwent transplant on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted CT images confirmed an outflow graft twist, which could have contributed to the reported low flow alarms which were confirmed through the submitted log files. The side view of the outflow graft appeared to have a twist like shape starting at the graft attachment and progressing lengthwise to approximately halfway towards the distal end of the outflow graft bend relief. A cross sectional view of the outflow graft revealed a significantly narrowed graft diameter positioned in the center of the bend relief, which is consistent with the outflow graft twist as well. The controller event log file contained data on (B)(6) 2020. The pump was set to a fixed speed 5900rpm and operated at or above the low speed limit of 5700 rpm for the duration of the log file. The patient¿s flow operated between 2.4 lpm to 3.5 lpm throughout the log file. The log file captured 8 low flow alarms when the patient¿s flow dropped below the low flow threshold of 2.5 lpm for 10 seconds or longer. The controller periodic log file contained data from on (B)(6) 2019 to on (B)(6) 2020. The log file captured the flow operating between approximately 4.0 lpm to 4.5 lpm at the start of the log file and the flow gradually decreased throughout the log file down to as low as 2.5 lpm. The pump remained above the low speed limit for all data captured within the log file. The lvad event log file contained data from on (B)(6) 2019 and the lvad periodic log file contained data from on (B)(6) 2019 to on (B)(6) 2020. The log files also captured a similar gradual drop in flow down to as low as 2.4 lpm. The patient remained ongoing on (B)(6) until ultimately receiving a heart transplant on (B)(6) 2020. The pump was not returned for evaluation. The hm3 lvas IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.